Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified functional damage to the power extension cable in the form of the dc jack connector completely broken off from the pvc overmold. Exposed broken internal wires were visible from this damaged area of the power extension cable. No visible damage was observed on any other returned cables and cords associated with power connections. Unit powered on successfully multiple times with the power supply connected directly to the main unit assembly. Root cause of exposed frayed wires concluded to be a damaged power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.